Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d154 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. Service order report, (B)(4), feedback: the service technician cleaned the instrument and replaced both the centrifuge leak detector sensor and the centrifuge motor fuse. The system checkout procedure was then successfully completed. A photo analysis was conducted for this complaint. A review of the photographs confirmed the leak. The evaluation indicated that the drive tube was twisted and broken. The upper drive tube bearing was also broken and seen laying on the bottom of the centrifuge chamber. The most likely cause for the bearing break was due to the impact of the bearing against the chamber wall post drive tube break. A review of the device history record did not identify any related nonconformances. A material trace on the components used to build the kit lot (drive tube lots, bearing lots, purchased component lots, raw material lots) also found no nonconformances. The analysis determined that the cause for the drive tube break and subsequent leak was that the drive tube was not rotating freely. However, the root cause for this lack in free rotation of the drive tube could not be determined, as no kit manufacturing related defects were confirmed during the evaluation. Thus based on the analysis and with no root cause being identified, no remedial actions will be conducted for this complaint. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported a problem with their instrument. The customer stated that during a procedure the kit leaked before the start of photoactivation. The treatment was aborted with no blood returned to the patient. The customer requested service to clean the instrument. On (B)(6) 2016, the customer stated that he could not provide any patient information or whether any alarms occurred during the leak. Pictures have been submitted for investigation.